Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure of common bile duct, the hydratome rx failed to bow properly. The case was completed with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Failed to bow). The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction has not been determined. A product evaluation is pending; results will be provided in a follow-up medwatch report.